Event description:
Post op problems, bladder injury, mesh erosion, fistula following insertion of gynacare prolift total pelvic repair system requiring multiple surgeries and permanent injury. Diagnosis: prolapse. Event abated after use stopped: no.